Manufacturer narrative:
The serial number of the analyzer is (B)(4). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys cortisol ii assay result for 1 patient sample tested on a cobas e 402 analytical unit. The initial result was 9.22 ug/l. The sample was repeated twice, with results of 252 ug/l and 258 ug/l.

Manufacturer narrative:
The qc was within range before the sample measurement. The system was released for sample measurement. No relevant alarms occurred. The investigation did not identify a product problem. The cause of the event could not be determined.